Event description:
It is reported that the pt is experiencing stem loosening, radiolucency in zone 4, and 5.6 degree varus subsidence in zone 4.

Manufacturer narrative:
Evaluation summary: the devices were implanted in (B)(6) 2011, and it is reported that the onset of these events were in (B)(6) 2012, approx 1 year post-op. The pt was (B)(6), resulting in a bmi of (B)(6); a bmi of greater than 30 is considered obese. The mdrif notes that the stem loosening is not related to the devices. Primary operative notes were provided which were unremarkable. Follow up office notes from (B)(6) 2012 were provided which note that the pt was involved in an accident in (B)(6) 2011 after which the pt's CT scan showed evidence of fracture in the pelvis. The pt is mostly pain free at this visit and has full range of motion. Surgeon states that the pt being involved in the accident has lead to the changes in the position of the femoral stem. Pt also notes 9 to 10 episodes of a single squeak coming from the hip. Poor quality photocopy of an x-ray in ap view does show varus stem positioning. It is likely the failure is due to pt's accident. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.